Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the bilateral cornu") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cervical dysplasia, dysmenorrhea, adenomyosis, leiomyoma, bloating, parity 2, gravida ii, menses irregular, pelvic pain, obesity, heavy periods and ovarian cyst. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: findings: 2 coils protruding into uterine cavity on right side. 2 coils protruding into uterine cavity on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: hysterosalpingogram. History: post essure. Findings: preprocedure scout film of the pelvis demonstrates bilateral essure coils. The uterine cavity is normal. Normal filling of the cornual tubal junctions bilaterally. Coils in normal position. No contrast extending into the fallopian tubes beyond the coils. No peritoneal spillage of contrast from either fallopian tube. Impression: 1. Occluded bilateral fallopian tubes status post essure coil placement. [Pathology test] on (B)(6) 2020: surgical pathology report: diagnosis: uterus, cervix, and fallopian tubes, resection: serosa: mild adhesions. Cervix: high grade squamous intraepithelial lesion, hgsil, severe dysplasia, cin iii. Surgical margins free of involvement. Endometrium: secretory. Myometrium: adenomyosis and leiomyomata. Fallopian tubes: paratubal cysts, otherwise no significant abnormalities. Specimen source: uterus, cervix, bilateral, fallopian tubes clinical information: diagnosis/clinical information: dysmenorrhea; abdominal bloating; pelvic pain procedure/source: robotic hysterectomy gross examination: embedded within the bilateral cornu and proximal fallopian tubes are symmetrical metallic malleable coiled wires consistent with essure coils, 3.0x 0.2 cm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal was updated to embedded device,reporters,patient information,medical history,lab data,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted (intra-uterine). On (B)(6) 2020, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the bilateral cornu") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cervical dysplasia, dysmenorrhea, adenomyosis, leiomyoma, bloating, parity 2, gravida ii, menses irregular, pelvic pain, obesity, heavy periods and ovarian cyst. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: findings: 2 coils protruding into uterine cavity on right side.2 coils protruding into uterine cavity on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: hysterosalpingogram history: post essure. Findings: preprocedure scout film of the pelvis demonstrates bilateral essure coils. The uterine cavity is normal. Normal filling of the cornual tubal junctions bilaterally. Coils in normal position. No contrast extending into the fallopian tubes beyond the coils. No peritoneal spillage of contrast from either fallopian tube. Impression: 1. Occluded bilateral fallopian tubes status post essure coil placement. [Pathology test] on (B)(6) 2020: surgical pathology report: diagnosis: uterus, cervix, and fallopian tubes, resection: serosa: mild adhesions. Cervix: high grade squamous intraepithelial lesion, hgsil, severe dysplasia, cin iii. Surgical margins free of involvement. Endometrium: secretory. Myometrium: adenomyosis and leiomyomata. Fallopian tubes: paratubal cysts, otherwise no significant abnormalities. Specimen source: uterus, cervix, bilateral, fallopian tubes clinical information: diagnosis/clinical information: dysmenorrhea; abdominal bloating; pelvic pain procedure/source: robotic hysterectomy gross examination: embedded within the bilateral cornu and proximal fallopian tubes are symmetrical metallic malleable coiled wires consistent with essure coils, 3.0x 0.2 cm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted (intra-uterine). On (B)(6) 2020, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.